Event description:
Doctor's examination revealed that there was a disconnection between the encore revision tibia component and the encore tibia stem. During his revision surgery, doctor found some metal like substance in the patient's synovial tissues. This tissue was sent to the pathologist which came back positive for metalosis.